Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The issue was resolved after technical support provided instructions for resetting the pump, and the caller was able to successfully start their sensor session without further errors.